Event description:
It was reported that the patient's stimulator turned off sometime before the day of the report. The patient went to their physician, as they suspected it may have turned off. The patient is unable to tell immediately if the device was off. Upon interrogation, the device had turned off and was turned back on. The patient was to examine the environmentfor a possible source. Additional information was requested; if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3389-40, lot# j0424908v, implanted: (B)(6) 2004, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).